Event description:
New information reported stated that the device was explanted and not replaced per the patient's request. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The patient was doing fine and was not dependent. No intervention was performed.